Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 19.3 mm in diameter, the distal aortic neck was 21.5 mm in diameter and the length was 30 mm. The distal aortic diameter was 11.5 cm. Moderate tortuosity in the iliac arteries. The access vessels were 5 mm in diameter. Patient presented emergently approximately one month post index procedure with symptoms of an ischemic right leg. The patient was sent to radiology for an angiogram. The angiogram revealed a thrombosed contralateral limb from the flow divider (top of the gate) to the right hypogastric where the limb terminated distally. The physician decided to start tpa thrombolysis for 24 hours and bring the patient back the following day for follow up angiogram. The second angiogram was performed 24 hours later and the contralateral limb was found to be widely patent with no further intervention required. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).